Manufacturer narrative:
(B)(4) batch # t5d873. Device analysis: the original analysis found the returned ntlc75 and sr75 reload to be partially fired, only advancing the first set of drivers. The complaint description indicated the device was unable to be fired. The analysis lab attempted to fire the returned sr75 reload in the device and was able to fire it completely out and only formed 5 out of the 6 rows of staples. The analysis showed the sled component of the sr75 reload bypassed the outer right row of drivers. Product complaint device was received for additional engineering analysis. This analysis was performed to further analyze this device and reload. The sr75 reload was received in a fired condition from the pi lab¿s firing with 1 outer row of drivers down and staples present. The pan of the reload was removed to obtain images of the sled and drivers within the cartridge body. There was damage observed to the cartridge ¿tower¿ on the second column on the right side. The sled outer ramp was also noted to be bent inward towards the cartridge wall. The customer likely had attempted to fire the reload and the sled interfered with the cartridge tower and halted the firing sequence due to a rapid increase in force to fire. The root cause of this sled ¿crash¿ into the cartridge cannot be clearly confirmed based on the analysis. One likely root cause is excess tissue loading caused the two sides of the cartridge to bow outwards and then caused interference with the sled as it attempted to slide along the cartridge walls. Since the plant test firing uses test skin (thin plastic film), they were able to fully fire the device, but with the damage / bend on the sled rail, it caused the sled rail to bypass the outer row of drivers. This is due to the leading tip of the sled rail being bent towards the cartridge wall and wedging itself between the drivers and the cartridge wall, thus ¿bypassing¿ the outer row of drivers. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during an open sigmoidectomy, the device could not be fired. The device was used on the colon. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.